Manufacturer narrative:
The technician found the casters were out of adjustment. He adjusted the casters to repair the bed.

Event description:
Info received indicates the brake is not holding properly. Casters still roll after the brake is set.